Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection displayed no signs of physical damage to the conductor wire. There was no melting or thermal damage observed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on two of two attempts. The instrument passed the electric continuity test. There was no problem detected issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported an issue with the vessel sealer extend instrument. It was noted that the customer had two vessel sealer instruments melt while using them in the e100. The surgeon then opted to not use the vessel sealer and continue the case using their monopolar scissors. Tse reviewed the logs but found no related issues. Customer confirmed no injury to the patient. Tse recommended RMA of both vse instruments and requested an fe take a look at the generator and call ended. Fse to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.